Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. A philips remote service engineer (rse) assisted the customer with this issue. The device's flow sensor and filter was replaced to address the issue.